Manufacturer narrative:
Initial reporter: contact number (B)(6). The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 of the same event. It was reported by (B)(6) that during an unspecified surgical procedure, it was observed the attachment device scratched three saw blade devices. According to the report, the top of the attachment device was moving due to vibration, which changed the position. It was further reported that this led to power loss of the device. There were no delays to the surgical procedure. It was not reported if a spare device was available. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: this is report 3 of 4 of the same event. It was reported by (B)(6) that during an unspecified surgical procedure, it was observed the attachment device scratched two saw blade devices when in use with a top sternum device. According to the report, the top sternum device was moving due to vibration, which changed the position. It was further reported that this led to power loss of the device. There were no delays to the surgical procedure. It was not reported if a spare device was available. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.